Event description:
Caller reported that the pump battery would not charge. No additional information was received regarding the outcome of the event. There was no reported adverse impact to the customer¿s blood glucose level.